Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event. The specific product code for the minicap transfer set is unknown. The brand name, manufacture and 510k; however, have been provided in this MDR.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information by a nurse in the USA of touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On (B)(6) 2012, the patient experienced peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2012, the patient was hospitalized for the same event. The nurse medically confirmed the case. Treatment involved ceftazidime (dose, frequency and route not reported). The patient was retrained on how to perform peritoneal dialysis. On (B)(6) 2012, the patient was discharged. The outcome was: recovering-peritonitis and recovered- touch contamination.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11h31070, h11g12049, h11h31070, h11h09050, h11f27064, h11h09050, and h11k01037 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.